Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a fusiform and saccular thoracic aortic aneurysm. Patient had a bovine arch. Aneurysm and vessel morphology were not reported; however, the proximal seal diameter was 40mm and the distal seal diameter was 38mm. On an unknown date, a type ia proximal endoleak was discovered, which caused aneurysm expansion. The cause of the endoleak is unknown. A secondary intervention was performed approximately four months later and another valiant device was implanted. Prior to implantation, the device was opened and measured with a ruler while still in the packaging pouch and the graft length measured 187mm in length when the label length on the box is 212mm. The physician stated this was a large margin of error in length since it was 25mm short. Additionally, the devices used during the index procedure were off (written size was 157mm but it was actually 155mm) and (written size was 212mm, but it was actually 195mm).the endoleak was resolved after the intervention. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; bovine arch. Cause is unknown. Conclusion: anatomy related; bovine arch. Cause is unknown.